Event description:
A nurse reported an oil-like emulsion was noted to enter the pt's eye during the advancement of the product during cataract surgery. The surgeon proceeded with the procedure relying on the irrigation and aspiration to remove the oil-like appearance from the eye. There was no add'l treatment reported. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The batch record review showed that all testing results were within specification. No other adverse reactions have been reported so far for this lot. The lab retested a retention sample of this batch and all results conform to the specifications for the tested parameters. Add'l info was requested by phone, fax, and mail on 09/30/2011, 10/14/2011, 10/17/2011 and 10/24/2011. Completed questionnaires have not been rec'd. (B)(4).